Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that the receiver displayed error 67 on (B)(6) 2015. The patient's father did not report injury or medical intervention. No additional patient or event information is available. It was reported that the patient is using our device while bing under the age of two. The dexcom g5 mobile continuous glucose monitoring system user's guide states: the dexcom g5 mobile continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon displayed was confirmed. A root cause could not be determined.